Event description:
Boston scientific received information that this pacemaker showed different remaining longevity estimates between two follow up sessions. In (B)(6) 2013, the longevity remaining was less than 6 months at 90 paces per minute (ppm). Three months later, the device longevity reported 2 years of longevity at 100 ppm. It was reported that pacing percentages had decreased within those three months. Boston scientific technical services (ts) explained how longevity was calculated regarding the current drain of the battery. Recommended to schedule a follow up visit to verify the longevity estimate. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.